Event description:
It was reported that the 8800 system presented a generator error message during a case. Reboot of the system did not correct and case was rescheduled. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported error could not be duplicated. However, identified need to adjust the 5v on fluoro function pcb. Adjusted the ps1 voltage. The system was tested and found to be working as intended and placed back into service.